Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using an amphirion deep to treat a distal, calcified lesion on the anterior tibial vessel. The balloon was inflated with a syringe. The device did not pass through a previously-deployed stent. There was no resistance encountered. The device was prepped per IFU with no issued identified. It was reported that difficulty removing balloon following balloon inflation was experienced. The balloon was fully deflated before the withdrawal attempt. A snare was used to take the balloon out. The patient is currently reported to have no injury or side effects. No patient injury reported.